Event description:
The customer contact reported the device had an abnormal burn smell or smoke, and spark seen on channel 3. The device had been returned to the biomedical dept for abnormal burn smell or smoke, spark seen channel 3. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, on channel 3 it was noted that the central processing unit and power supply printed circuit boards were charred. This was due to fluid ingress in through a crack in the front lower case of the device. This report represents all info known by the reporter upon query by hospira personnel.